Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During a procedure, the motor drive unit was bogging down/losing torque. A second device was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 04/17/2009. Insufficient drive of disposable - conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.